Event description:
Patient presented to the physician with a hematoma at the ipg pocket. Physician brought the patient into the operating room, irrigated the pocket, and closed. Physician prescribed antibiotics after the procedure was completed.